Event description:
The surgeon reported observing the instrument arcing during a case in may 2004. Surgeon was using instrument for the first time and was scared by the sparks flying. No pt injury was reported. The instrument will be returned for evaluation.